Event description:
It was reported that a patient implanted with an impella 5.5 experienced hematuria. The pump appeared to be positioned deep. The patient survived.

Manufacturer narrative:
A5 is unknown. The impella passed all post sterile inspection checks. Product was not returned for review. The cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.